Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the partial clip movement of the second clip. It was reported that this was a mitraclip procedure to treat grade 4 functional degenerative mixed etiology mitral regurgitation (mr). The first mitraclip was deployed reducing mr to grade 3. The second mitraclip was deployed, but after clip deployment, the anterior mitral valve leaflet moved and was not well attached to the mitraclip. Mr returned to grade 3. A third mitraclip was deployed reducing mr to grade 1 to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not identify a lot specific product quality issue. A definitive cause for the failure to adhere or bond (partial clip movement) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.